Event description:
The facility representative contacted baxter to report a flogard in which failure code 27 occurred. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a pump which failure code 27 occurred was confirmed by service. The cause of the reported condition was not identified; the device was returned to the customer with no repairs made. Additional information: baxter discontinued service and ceased all design related support on flo-gard (B)(4) in the u.s. Region as of (B)(6) 2010. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a pump with failure code 27 was confirmed by service. The cause of the reported condition was determined to be a faulty slide clamp detection circuit. The device was not repaired due to an obsolete part. The device was returned to the customer with no repairs made. Additional information: a service history review revealed no previous service events were related to the reported condition.